Manufacturer narrative:
Patient was born in 1933. The patient experienced peritonitis on an unreported date in (B)(6) 2015. The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin and gentamicin (intraperitoneally, dose, frequency, and duration not reported) and mupirocin (nasally and intraperitoneally, dose, frequency, and duration not reported). Action taken with pd therapy at the time of this event was not reported. The patient recovered from the peritonitis event. Additional information is not available.

Manufacturer narrative:
It was reported that the cause of the peritonitis was digestive translocation with an origin of ineradicable colon neoplasm. Upon further review of this report, it was determined that baxter peritoneal dialysis disposable products are no longer considered suspect product in this event. Peritoneal dialysis therapy was ongoing at the time of the event. Should additional relevant information become available, a supplemental report will be submitted.